Event description:
It was reported that entire system was explanted due to erosion.

Manufacturer narrative:
.

Manufacturer narrative:
No anomaly was found.

Event description:
Clarification: it was reported that the patient presented to the hospital after noticing that his device had migrated and resulted in erosion. The system was explanted.